Event description:
It was reported that the system 9800+ has continuing lock ups while in use. The system had to be rebooted and the procedure was completed without further incident. No patient injury or information was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The system was tested and found to be working as intended and placed back into service.